Manufacturer narrative:
Based on the claim against the product by the customer noting, they were getting erbe generator errors. An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse identified c-34 errors on startup, and replaced the integrated electrosurgical unit (iesu) to resolve the issue. Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. Failure analysis confirmed, and reproduced the c-34 error on the iesu. The iesu was placed on an in-house system and run in normal mode. The c-34 error was triggered during testing. The complaint regarding the c-34 errors was confirmed, by failure analysis. Which indicates, that the device did contribute to the customer reported issue. The probable root cause is attributed to the iesu failure. This complaint is considered a reportable event, due to the following conclusion: the customer reported, erbe errors after the start of the procedure. The iesu was replaced by the field service engineer (fse) to correct an issue that rendered the da vinci system in a not acceptable state. The customer did not confirm, that a third-party generator was used to complete the procedure. While there was no harm or injury to the patient. System unavailability after the start of a surgical procedure could likely cause or contribute to an adverse event if it were to recur. As it may lead to an injury due to the patient¿s inability to tolerate a procedure change.

Event description:
It was reported, that during a da vinci-assisted ileostomy takedown surgical procedure. The customer was getting erbe errors. The intuitive surgical, inc. (Isi) technical support engineer (tse) reviewed the logs and found multiple c-34 errors. The tse instructed the customer to hard power cycle the erbe generator twice, but the issue remained. The erbe generator would fire bipolar energy. But would get the error every time the monopolar was fired. The tse asked, if there was any other electro surgical units (esu), or CT scan being used nearby to cause the fault. And there was none. The customer might hook up the force triad generator in place of the erbe generator. But did not confirm, that they were going to do so. The customer continued on with the case. The procedure was completed with no reported injury. Isi has made multiple follow-up attempts to obtain additional information. However, no further details have been received as of the date of this report.